Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally it was reported that intermittent auto-off alarms occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer¿s blood glucose was 150 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.